Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the vad coordinator stated that they had asked the pt to come into the hospital to download waveforms. The pt was being placed from batteries to the power based unit (pbu), the white lead was disconnected and connected to pbu white lead, at this time it was noticed "not receiving data" on system monitor. The vad coordinator ensured the connection was secure and intact, and then proceeded to disconnect the black lead from power, at this time the pump had stopped. The vad coordinator attempted the connections again, same response. After the pump stopping twice, there was a yellow wrench with controller malfunction. The controller was changed out at this time, then proceeded to change the another pbu system with no harm to pt, and with no further problems noted. The vad coordinator then downloaded waveforms on the new pbu and system monitor. The pt was in auto mode, fixed mode, sitting, and standing. The vad coordinator also noted, under the vent adaptor "excessive black dust", at site where the vent holes and blue o-rings are present. The site was cleaned, and swab samples were taken. The swab samples, waveforms and vent filter were being sent by hospital to the manufacturer for analysis. The pt remains in fixed rate mode, rate of 65, and flows in the 5.0's. The pt remains on lvad support while awaiting a heart transplant.